Event description:
Material#: 309653 . Lot#: 3208299. It was reported by the customer reported that large plastic piece found within syringe. Verbatim: large plastic piece found within syringe.

Manufacturer narrative:
Pr 9487820: initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information received material#: 309653 lot#: 3208299 it was reported by the customer reported that large plastic piece found within syringe. Verbatim: large plastic piece found within syringe.

Manufacturer narrative:
Pr 9487820 follow up for device evaluation it was reported there was a large piece of plastic found in the syringe. To aid in the investigation, one sample with no packaging blisters and four photos were provided for evaluation by our quality team. A visual inspection was performed, and there is a piece of plastic from a plunger rod thumb press inside the syringe. The syringe itself has no damage or other defects. The three photos show a syringe with solution and what appears to be a piece of plastic from a plunger rod thumb press. The fourth photo shows a packaging blister top web. No other defects or imperfections were observed. This defect could occur if there was a jam during the assembly process. A device history record review was completed for provided material number 309653, lot 3208299. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Additional information received: 1) please provide date of event? 11/29/23. 2) any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? See pictures, below. This is full of immunotherapy drug and do not advise shipping this. Syringe: bd 50 ml - lot# 3208299 3) did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? No, it happened at pharmacy drug infusion preparation. This was unused but drug was wasted as a result. Drug product was unusable due to fault syringe. Material#: 309653; lot#: 3208299. It was reported by the customer reported that large plastic piece found within syringe. Verbatim: large plastic piece found within syringe.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported there was a large piece of plastic found in the syringe. As a sample was not returned, a thorough sample evaluation could not be completed. To aid in the investigation, four photos were provided for evaluation by our quality team. Three photos show a syringe with solution and what appears to be a piece of plastic from a plunger rod thumb press. The fourth photo shows a packaging blister top web. No other defects or imperfections were observed. A device history record review was completed for provided material number 309653, lot 3208299. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed but without the actual physical sample analysis a probable root cause could not be determined.